Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received, the device history records were reviewed and found to be conforming. It is not suspected that device failure lead to the alleged event. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that pt stated pain after surgery 2 yrs ago. Pt stated that doctor wants to do revision due to loose product. Revision is not yet scheduled.